Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. Quality controls (qcs) were within acceptable ranges on the day of the event and the calibration curves were valid. The customer reported that maintenance is regularly performed on the instrument. The customer also indicated that other samples, processed at the same time as the affected sample, were not impacted by this issue. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed a total service on the instrument. The cse: checked the reaction tray wash unit (wud) and dilution tray wash unit (dwud) probes and tubings; checked alignments of the dilution probe pipette (dpp), sample probe pipette (spp), and reagent probe pipettes (rpp1 and rpp2) ; checked all mixers and the water filter; checked all pumps for leaks or bubbles and visually inspected the aspiration and dispensing of fluids in the wud and dwud. The cse did not find any issue. Then, the cse ran a wash 2 and cleaned the water filter. The cause of the discordant, falsely low co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate advia instrument, resulting higher. The repeat result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2_c result.

Manufacturer narrative:
Siemens filed the initial MDR on 04-apr-2019. Additional information (22-apr-2019): section of the initial MDR indicated that the sample was repeated on alternate advia instrument; siemens determined that the alternate instrument was an advia chemistry xpt instrument. Siemens further investigated the issue and determined that sample specific issues, such as poor sample quality which may impact proper sample aspiration and delivery of sample, potentially contributed to the discordant, falsely low concentrated carbon dioxide (co2_c) result. The instrument is performing according to specifications. No further evaluation of this device is required.